Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, increased, but in range, impedance measurements were observed. Additionally, the threshold measurement had slightly increased. As a fracture was suspected and the patient was pacemaker dependent, a lead revision procedure was scheduled. Obstruction was noted; therefore, a new system was implanted on the right side and programmed vvi 30. No additional adverse patient effects were reported.